Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad). It was reported that the patient experienced recurrent symptoms of dizziness and the lvad cannula position was suspect. A log file reviewed by the manufacturer's technical services representative did not reveal any unusual events and estimated pump flows ranged from 3.2 lpm to 6.7 lpm. No further information was provided.

Manufacturer narrative:
The report of a malpositioned inflow conduit could not be confirmed. Information from the center stated that the x-ray indicated the inflow cannula pointing towards the septum; however, a copy of the x-ray image was not provided to the manufacturer. The patient remains ongoing on pump support and will be under evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the hospital personnel on (B)(6) 2016 reported that the patient experienced dizziness, and an inflow cannula malposition was suspected. The patient had positional symptoms, including changes when going from a sitting to a standing position, and weakness/dizziness when bending over. An x-ray was conducted on-site and the center observed the inflow cannula pointing towards the septum; however, a copy of the x-ray image was not provided to the manufacturer. It was also reported that the patient's dizzy symptoms reportedly started after implant and worsened over time. The patient will be evaluated for transplant at another hospital.